Event description:
It was reported that between regular follow-up appointments, the physician noted a significant decrease in longevity and the device was found to be exhibiting the elective replacement indicator (eri). It was suspected the depletion was premature. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was discarded and will not be returned for evaluation.